Event description:
It was reported the powermax elite mdu hand control buttons are sticking. A back up device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were observed. Complaint of a sticking oscillate button could not be reproduced. However, the oscillate button does not activate the oscillate function at all. The spring and magnet were observed to be extremely corroded. The button magnet has corroded and no longer activates the oscillate sensor on the hall board. Factors which can contribute to button assembly corrosion include cleaning and sterilization methods and the chemicals involved. A corrective action has been initiated to mitigate future recurrence of similar events.